Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-oct-2024. Investigation summary: bd received 15 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no issues were observed as all samples met specifications. A draw test was also performed on 10 returned samples as well as 10 retention samples and all drew to specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was stopper pop off seen in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was stopper pop off seen in 1 tube. No adverse impact was reported regarding the patient or user.